Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the burn could not be determined. The event can be detected/prevented by the following instructions for use which state: instructions for gif-h170 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions for gif-h170 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.